Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy confirmation testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). An external and internal inspection was performed and passed. The device passed electrical testing but failed functional testing due to a failed accuracy confirmation test. An inspection of the door assembly found the piston foam was deteriorated and the door piston was cracked. Due to the deteriorated piston foam the unit could not deliver an accurate amount of fluid resulting in the accuracy failure. Temperature verification test was performed and passed. The device powered up properly and no errors occurred. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.